Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for alleged perforation of the inferior vena cava (ivc) and filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process, approximately eleven years post filter deployment, a medical imaging revealed that the filter struts detached and perforated the inferior vena cava wall. The current status of the patient is unknown.

Event description:
It was reported through the litigation process, approximately eleven years post filter deployment, a medical imaging revealed that the filter struts detached and perforated the inferior vena cava wall. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and seven months later, the patient presented for filter removal, scout radiographs of the chest and abdomen were obtained prior to the procedure. Two fractured leg length are noted within the right lower aspect of the chest suspected to be within distal pulmonary artery branch vessels. Additionally, another fractured limb which appears to be extravascular at the level of the inferior endplate of the likely l2 vertebral body. Ultrasound guidance was used to direct access into the jugular vein which was accomplished with the micro-puncture kit. The microwire was passed through the needle which was exchanged for a 3-5 french dilator. The inner portion of this and microwire were removed and the guidewire was passed into the inferior vena cava with its tip below the filter legs. Then, serial dilatation was performed to place an 18 french sheath to the level just above the filter. Then, over a wire, a 5 french flush catheter was used to perform a vena-cavogram. Then, using bronchoscope forceps grasp the apex of the filter and engaged the filter. The outer sheath was advanced over the filter and then, the legs were able to be collapsed allowing the filter to be pulled into the sheath. The system was withdrawn with the filter otherwise intact, other than the aforementioned 3 fractured limb/legs. There was no thrombus within the filter and no significant filter tilt. Therefore, the investigation is confirmed for the alleged filter limb detachment. However , the investigation is inconclusive for the alleged perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 05/2011), g3, h6 (method) h11: h6 (result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process, approximately eleven years post filter deployment, a medical imaging revealed that the filter struts detached and perforated the inferior vena cava wall. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review will not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the litigation process, approximately eleven years post filter deployment, a medical imaging revealed that the filter struts detached and perforated the inferior vena cava wall. The current status of the patient is unknown.